Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-01538. It was reported that the patient experienced ineffective stimulation. Imaging revealed that the leads had migrated. Reprogramming was attempted but was unable to restore therapy. Surgical intervention may take place at a later date to address the issue.